Event description:
It was reported that, during total hip replacement, a 40mm offset adapter broke outside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Manufacturer narrative:
H10: it was reported that, during total hip replacement, a 40mm offset adapter broke outside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. The device, used in treatment, was returned for investigation. Upon visual inspection, the fracture at the connection between the contact pin and the body of the adapter could be confirmed. The failure mode and the severity are covered through our risk management. A review of past corrective actions was performed. No further escalation is required. Review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. One additional complaint was detected for the batch in question. However, this instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. The returned device will be discarded. Internal complaint reference number: (B)(4).